Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but could not duplicate the reported issue. Requested patient information via voice message to customer (B)(6) 2020. No patient information provided to date. (B)(4).

Event description:
The hospital reported the unit is not pressuring. There was no patient injury reported.